Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the outer and inner labels on 18000 needles ns 18ga 1-1/2in sb tw did not match, with the outer labels showing the lot number "0294752", and the inner labels showing the lot as "0279400". The following information was provided by the initial reporter: "outer and inner label do not match. Delivery bill corresponds to outer label with lot number 0294752. On the inner label there is provided lot number 0279400."

Event description:
It was reported that the outer and inner labels on 18000 needles ns 18ga 1-1/2in sb tw did not match, with the outer labels showing the lot number "0294752", and the inner labels showing the lot as "0279400". The following information was provided by the initial reporter: "outer and inner label do not match. Delivery bill corresponds to outer label with lot number 0294752. On the inner label there is provided lot number 0279400."

Manufacturer narrative:
H6: investigation summary. A device history review was conducted for lot number 0294752. Although samples were not provided, based on previous experiences and communications regarding this concern, the issue has been analyzed by our quality engineer team. The customer ordered material 304644 and batch 0294752, and this is the product that was provided to the customer. The information contained on the internal bag does not refer to the final product, as the box does. The information contained on the internal bag refers to the intermediate process or the assembly process of the needle, which differs from the final lot. In response to this reported concern, our quality team has met to further discuss the product labeling process. At this time, a change in the product labeling process has not been initiated; however, further discussions are in progress to prevent any possible customer concerns, confusion, or dissatisfaction.